Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06139, 2015691-2021-06140, 2015691-2021-06141, and 2015691-2021-06142.

Manufacturer narrative:
This is one of 5 manufacturer reports being submitted for this case. The date of the event is unknown. According to the article all implants were completed between january 2019 and march 2020. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In transcatheter valve replacement patients, it may be caused by guide wire perforations or annular ruptures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the limited information, the cause of the cardiac tamponade was wire related ventricular injury. Additional details were not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: (B)(6) ''minimizing paravalvular regurgitation with the novel sapien 3 ultra tavr prosthesis: a real-world comparison study''. Front. Cardiovascular. Medicine (2021). Other text : n/a

Event description:
As reported from our affiliates in germany, per article, ''minimizing paravalvular regurgitation with the novel sapien 3 ultra tavr prosthesis: a real-world comparison study'', the following events were identified: post transcatheter aortic valve replacement (tavr) with a sapien 3 valve, a cardiac tamponade was noted on 2 patients due to wire related ventricular injury, needing pericardiocentesis.